Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen (concentration and dose unknown, indicated for non-malignant pain. It was reported on (B)(6) 2018 that the patient had not had his baclofen pump filled in a year. The patient was supposed to have his pump filled in (B)(6) 2018, but he had a death in the family and did not make his appointment. It was reported that the critical alarm date should have been (B)(6) 2018 according to the telemetry strip from his last refill, but he is not hearing an alarm from the pump, and he is not having symptoms. The patient¿s medical history included a constant ringing in the ears since 8-10 years ago. It was noted that the patient does not have a managing healthcare provider (hcp) and he is trying to find an hcp that will manage the pump. No further complications were reported.